Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 30 events were reported for this quarter. 1 device was available for evaluation but has not yet been received. 29 devices were received for evaluation. 1 device evaluation is in progress. 28 events were confirmed during testing. 21 devices were found to be affected by compromised lubrication. 1 device was found to be affected by wear. 1 device was found to be affected by a shattered bearing and compromised lubrication. 3 devices were found to be affected by corrosion. 2 devices were found to be affected by corrosion and compromised lubrication. 27 devices were scrapped by stryker. 1 device was repaired and returned to the account. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 30 malfunction events, in which the device overheated. There was no patient involvement; no patient impact.

Event description:
This report summarizes 30 malfunction events, in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available to stryker for evaluation. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.